Event description:
It was reported that an amia hardware device experienced a low priority alarm (max air in line). The patient was connected at the time of the alarm. This occurred during drain five (5) of five (5) of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that the transfer set ¿came undone¿ (disconnected) from the patient line of the amia cassette which led to this alarm. Renal therapy services (rts) assisted the patient to clear the alarm and in getting the cassette and bags off of the device. Rts discussed proper procedures per the user manual with the patient. The patient would contact their pd registered nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection between the transfer set and the patient line of the amia cassette was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.